Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm while the patient was switching power sources to the mpu was not confirmed. The reported event of a system controller exchange was confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(4)) was not returned for analysis; however, a log file was submitted for review spanning approximately 3 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). On (B)(6) 2022 at 22:08:51, 22:13:28 and on (B)(6) 2022 at 7:06:05 and 7:09:05 there were pump stops due to the patient disconnecting the driveline cable. The pump would return to the set speed limit after the driveline cable was reconnected. On (B)(6) 2022 at 13:32:58 - 13:34:57 the driveline was disconnected, in this event both power cables were also disconnected from power so the controller was operating on the backup battery. When the driveline was reconnected the pump did not initially start as the controller was still only being powered by the backup battery. Once power was restored the pump started without issue. The reported alarm was not captured in the events of the log file and no atypical alarms were observed prior to the initial driveline disconnect on (B)(6) 2022. There were no other notable events in the log file. Pump operation was not affected. The root cause of the reported unknown alarm was not confirmed. The root cause of the reported event of a controller exchange was determined to be from the patient performing a controller exchange. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use (rev. D) section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient observed alarms on (B)(6) 2022 when plugging the black power lead of the controller into the mobile power unit (mpu). No alarms were visible on the controller screen and there were no alarms or illuminated lights on the mpu. The patient switched to a different outlet and continued to hear short audible alarms. The patient presented to the clinic on (B)(6) 2022 and informed the ventricular assist device (vad) coordinator that they had changed from their primary controller to the backup, then back to the primary controller on at least two separate occasions from (B)(6) 2022-(B)(6) 2022. When the patient's controller was connected to the mpu in the clinic, no alarms occurred. No alarms were reviewed on the controller display other than no external power. A self-test was performed in the clinic with no issues. The patient was sent home with a loaner mpu and was reminded to only exchange the controller on their own in the case of true medical emergency. Log file review of the primary controller confirmed a few driveline disconnects on (B)(6) 2022 and (B)(6) 2022. A no external power alarm was also observed on (B)(6) 2022. Review of the backup controller revealed no issues aside from a controller clock corrupt alarm. Additional information was received that the alarms had resolved but the cause was not identified. No products would be returned for evaluation. Related manufacturer's report: 2916596-2022-14785, 2916596-2022-14787.